Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced multiple occlusion alerts and a restart alert indicating a motor stall, ran high glucose, and was instructed to perform a pump restart, conduct a dry run, and replace supplies including cartridge, connector, and infusion set; the user employs fiasp and provided lot numbers for connectors, cartridges, and infusion set. Symptoms included hyperglycemia with associated irritability and sleepiness/drowsiness. Outcomes included a delay to therapy until the restart and supply changes were completed, after which glucose returned to range. Investigation included communication with the user and analysis of information provided by the user, including successful dry run results and supply lot details. Investigation of this case revealed a mechanical problem consistent with a stalled motor and occlusion alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.